Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device stopped working properly, resulting in unstable blood glucose levels. The patient was unable to define what the issue is, and said it could be an electrical or mechanical problem or a delivery problem, but no further details can be provided.